Manufacturer narrative:
Reported event: it was reported that the screw that holds the handle fell off, surgical delay of 10- 15 mins. Tka case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k0930 and accepted into final stock on 02/24/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0930 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
While making cuts in a total knee (tka) case, the screw that holds the gray plastic grip of the mics gun fell out of the mics and into the patient. Screw was thankfully found after a delay. Plastic grip of the mics was attached onto mics using koban and case was completed successfully. Patient involvement occurred as the screw fell into the wound, no harm since it was eventually found. I would estimate about a 10-15 minute delay in case to locate the screw and rig the grip so the surgeon could complete the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making cuts in a total knee (tka) case, the screw that holds the gray plastic grip of the mics gun fell out of the mics and into the patient. Screw was thankfully found after a delay. Plastic grip of the mics was attached onto mics using koban and case was completed successfully. Patient involvement occurred as the screw fell into the wound, no harm since it was eventually found. I would estimate about a 10-15 minute delay in case to locate the screw and rig the grip so the surgeon could complete the case.